Event description:
Lead was not implanted. The physician claims lead breakage and insulation degradation were seen after opening the lead packaging.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.